Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump kept alarming downstream or upstream occlusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found within specification in relation to the reported upstream occlusion which was verified through a review of the event history log by the presence of "upstream occlusion!" But was not determined if the alarms were true or false. Evaluation was not reproduced. The device was found to function as designed with relation to the reported symptom. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "keeps saying downstream" which was verified through a review of the event history log by the presence of "downstream occlusion!" But were not determined if the alarms were true or false. Evaluation was not reproduced the reported symptom and found the cause to be an out of specification force sensor. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.